Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. E1 completed address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause could not be identified. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a blurry image, the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.